Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the arrow buttons were hypersensitive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the keypad cover was torn and thinning on the up and down keys. The contrast, down and ok key were intermittently responding. The up key was hypersensitive. Contamination was found underneath all of the button contacts. The up key contact was misaligned and the down key contact was inverted. Unrelated to the keypad, the battery compartment was cracked from the threads to the bumper pad and from the bumper pad to the cover. The display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.